Event description:
It was reported that during an endoscopic distal gastrectomy surgery, when severing gastric tissue, after fired, noted some staples malformed with straight leg. Besides, noted oozing. Used suture to oversew and stop oozing. Changed another one to use. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 4/2/2024. D4: batch # 881a80. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60w reload was received partially fired 1/16, with the pan partially dislodged from left side and with an open package. No functional test was performed due to the condition of the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 881a80, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 5/16/2024.